Event description:
A male - of cva left hemi. Side rails upper half in place - bed was in the low to floor position. Bed type stryker s2 med surg bed. As pt attempted to get oob he slipped through the siderails causing his neck to become entrapped by the right side rail. His feet were forced up against the wall suspending him by his neck. Pt was not physically injured. It took three clinical team members -one of whom was physician- to disengage the pt from the side rail/bed and prevent injury to the pt. Stryker was immediately notified. Bed removed. Regulatory form stryker has called facility. Awaiting stryker response.